Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states, "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound." This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2207-00223 for the other medwatch. The same patient is represented in each medwatch.

Event description:
International customer advised that a cut / tear was observed on the device two days post op resulting in an air leak. The tear was covered with film and the device remained in service. No adverse patient consequences were reported.